Event description:
It was reported per field service report: pump was on patient. Symptom - fiberoptix sensor (fos) readings low on patient. Findings/actions taken: biomed states reading were about 20mmhg low with fos tester. Fos reading returned to normal after fos connector was cleaned.

Manufacturer narrative:
(B) (4). Device will not be returned for evaluation.